Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a site/set/cart (site/set/cart issue) issue. The reporter stated that the user bg readings were high in the range of 300-400 mg/dl. The alleged bg excursion does not meet animas' criteria for a serious injury. The bg readings reportedly decreased after changing the infusion set and cartridge three times; however, it was unclear which part of the device contributed to the bg excursion. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up # 1 date of submission 01/03/2014-device evaluation: the pump has been returned and evaluated by product analysis on 12/20/2013 with the following findings:a retain sample from the same lot number was tested. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test, and fill test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.